Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The 2 additional vessel closure devices referenced in b5 are being filed under separate medwatch report numbers.

Event description:
It was reported that after opening three proglide devices, it was found that the sutures came out of each device. The devices were not used for the procedure. There was no patient involvement. No additional information was provided.

Event description:
Evaluation of the returned proglide device revealed that the device was used and a cuff miss and link break occurred. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a unintended motion was observed as a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. B1: updated from 'product problem' to 'adverse event, product problem' b5: describe event or problem- additional information. H1: type of reportable event updated from 'malfunction' to 'serious injury'. H6: health effect - impact code '2645 - n/a' was updated to '4641'.